Event description:
Customer reported that pump battery would not charge. There was no adverse impact to customer¿s blood glucose level. Customer initially attempted to charge the pump using a wall outlet and a tandem charging cable. After receiving instructions from technical support, customer successfully resolved the issue by using a different wall outlet and a tandem wall adapter, enabling the pump to start charging. No further assistance was required.